Event description:
The user facility reported their 3080rl surgical table's leg section began to lower in an uncommanded movement during a patient procedure. The patient was transferred to another table where the procedure was completed successfully. No report of injury, however a procedural delay was reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and identified the solenoid valve on the leg section was not holding pressure. Furthermore, the table's floor locks were damaged and the fluid return hose required replacement. The technician replaced the solenoid valve, floor lock switches, and fluid return hose. He tested the table, confirmed the table to be operating according to specifications, and returned it to service. The table was installed and has been in use since 1/28/1993 and is not under steris contract agreement for maintenance.